Event description:
It was reported by the clinician that the catheter was placed without incident into a female patient. During removal, the tip of the catheter separated and remained in the patient. Additional information received from the sales representative on 10/09/2009 stated the patient was in a sitting position during removal. The catheter was easy to remove with little resistance. Upon complete removal the tip was missing. A neurosurgeon has been consulted and the patient is doing fine. No surgery has been performed to date.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.